Event description:
The patient came in for a laparoscopic incisional hernia repair. He had a 34 inch long and 18 inch wide piece of mesh placed with the standard fixation with protack staples. He was doing well post op. Early in the afternoon the patient suddenly became diaphoretic and nonresponsive. He was intubated and being transferred to the ICU when his pulse went up to 180 and then dropped to the 70's. He became mottled with no pulse and CPR was started and continued with no luck. He expired shortly after that. It appears on autopsy that a staple went through the diaphragm and into the pericardium. The protack was disposed of on the day of surgery. All the others we have the same lot numbers etc. So those numbers will be used for this report.